Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficult to advance appears to be related to circumstances of the procedure as it is likely that resistance was met with the moderately tortuous and moderately calcified anatomy. Additionally, it is possible that growth of the perforation during deployment contributed to the reported leak; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported failure to seal cannot be determined. The treatment appears to be related to the operational context of the procedure as the perforation was successfully treated with an unspecified stent. There is no indication of a product quality issue with respect to manufacture, design or labeling.d9, h3: device not available for evaluation.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the moderately tortuous and moderately calcified de novo lesion in the left anterior descending artery. A 3.5x19mm graftmaster rx covered stent system was advanced; however, resistance with the anatomy was felt. The covered stent was deployed, but there was sub-optimal closure of the perforation site which caused continuous leakage. The perforation was successfully treated with an unspecified stent. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.